Event description:
During review of the micro vascular plug on the preparation table, the mvp was resheathed. The membrane was pushed off the struts and moved to the middle of the device.

Manufacturer narrative:
The review of device history records did not demonstrate any non-conformities that could lead to the field complaint. The one device was returned for device investigation. The membrane was skirted around the middle of the device. It could not be determined the amount of adhesive present on the membrane at the proximal marker band. Three units from lot the same were taken from inventory and were reviewed under the microscope. The sheaths has uneven cuts bud did not hinder resheathing and sheathing forces were still lower than historical data. The amount of glue at the membrane and struts near the proximal marker band appeared to be acceptable. Fatigue testing was performed for the three units and it was determined that there were 30, 60, and 35 resheathing cycles required to cause holes in the membrane. It could not be determined if the detachment of the membrane was due lack of adhesion of the membrane at the struts near the proximal marker band or if during resheathing, the physician had the mvp device at an angle (instead of straight) which could cause damage to the membrane during resheathing.